Event description:
It is reported that the device was implanted in 2008 and that the patient was revised in 2009 due to dislocation and pain.

Manufacturer narrative:
Evaluation summary: the devices were not available for analysis and their condition is unknown. The mating shell and stem components are unknown. Based on the information provided, the dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts can lead to impingement at various interfaces; extent of component stability; extent of soft tissue tension; and patient behaviour. However, no definitive cause analysis can be completed with certainty. H-6: evaluation codes: no product was returned. Review of the device history records did not find any deviations of anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.